Event description:
Stent advanced through sheath. Physician looked under fluoroscopy, decided it was too long, removed stent through sheath. The stent detached from the catheter at the valve of sheath.the manufacturer representative is aware and will pick up device.

Event description:
Stent advanced through sheath. Physician looked under fluoroscopy, decided it was too long, removed stent through sheath. The stent detached from the catheter at the valve of sheath.the manufacturer representative is aware and will pick up device.